Manufacturer narrative:
The sensor triggered a true led disconnect alarm as it was determined the sensor led would not light up and the led during the qc test experienced an intermittent crash. D9 device available for evaluation? Yes, device received on 26 october 2020. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On sept 02nd 2020, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.